Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v836403, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect and a loss of bladder control following a fall. It was noted the patient fell between (B)(6) while walking their dog and the patient 'landed on their bottom.' It was noted there was no stimulation sensation at 3.05. It was noted that typically this setting would be very strong but the patient was unable to feel any stimulation. It was confirmed that stimulation was on and that program four was selected. Patient increased to 3.06 and still did not feel stimulation. It was noted the patient had put new batteries in the patient programmer. Patient services attempted to have patient change programs to see if stimulation could be felt on another program but the patient 'did not want to mess with it.' It was noted the patient did not see a representative after implant and was not shown how to use the patient programmer. Patient had been trying to figure it out by reading the patient manual. It was noted the patient would call their health care provider to have the device checked. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.